Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. The insulin pump has cracked case all corners of display window, cracked on reservoir tube and lip, cracked battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had display anomaly and keypad anomaly. The blood glucose at the time of the incident was 201 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.